Manufacturer narrative:
Complaint no: (B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The technical service representative explained the system error 2240 to the care giver and advised that the home patient must start over with all new supplies on the home choice and explained why. The care giver understood and stated that the home patient will finish up using manual supplies. The technical service representative had the care giver close all clamps and cycle the power on the homechoice. There was nothing unusual noted with the supplies or the setup that could have caused or contributed to the alarm. The technical service representative reviewed proper procedures with the home patient. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.